Manufacturer narrative:
(B)(4).

Event description:
A pt had experienced withdrawal symptoms. A kinked catheter was confirmed. A physician replaced the implanted catheter, and the pt's issue was noted as being resolved. The pt's symptoms, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info is being requested from the hcp, and will be provided in a f/u report as it becomes available.